Event description:
It was reported that intra-op, the blade did not turn normally. The blade was not connected to any other handpieces. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, the pouch was open from 3 of 4 sides when returned. There were no traces of biological contamination found on the returned device. There was no damage noted in the construction of the device (externally). Functionally, the inner assembly spun freely by hand with slight binding. The device was connected to the handpiece and ran in oscillating mode up to 1,500rpm resulting in wobbling. For further analysis an x-ray was performed to capture the image of an internal components. It was found that the spiral wrap was expanded and broken in the curved area of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.